Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a proximal type I endoleak. The valiant stent graft was implanted at zone one. Though the proximal type I endoleak did not resolve at the greater curvature side, the amount of endoleak was reduced compared to the endoleak at implant. The physician has decided to monitor the patient. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. The previously reported proximal type I endoleak was self-resolved approximately three days after the secondary intervention to implant the valiant 44x44x150 stent graft.

Manufacturer narrative:
(B)(4). Evaluation code, method: (film). Evaluation results: inherent risk of procedure (occlusion). (Unknown cause of event). Unapproved use of device (implanting in zone 1). Evaluation conclusion: (unknown cause of event). Known inherent risk of a procedure (occlusion). Off ¿label, unapproved or contraindicated use (implanting in zone 1).